Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity. Concomitant products included clindamycin hydrochloride (cleocin), fluconazole and metronidazole for infection as well as oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal infection ("frequent vaginal infections"), menstrual disorder ("abnormal menstrual bleeding"), mood altered ("changes in mood/hormonal changes describe: mood swings"), dysgeusia ("metallic taste in mouth"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type:bloating"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type:vaginal yeast infection"), depression ("depression"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight fluctuations"), uterine pain ("uterine pain"), arthralgia ("hip pain"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain") and complication of device removal ("doctor is unable to remove the coils"). Essure treatment was not changed. At the time of the report, the device breakage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, abdominal distension, vulvovaginal mycotic infection, depression, anxiety, vaginal discharge, weight fluctuation, uterine pain, arthralgia, abdominal pain lower, back pain and complication of device removal outcome was unknown and the vaginal infection, menstrual disorder, mood altered and dysgeusia had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, complication of device removal, depression, device breakage, dysgeusia, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, mood altered, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: plaintiff continues to seek medical attention for her symptoms. Plaintiff still suffers from the mentioned symptoms and was currently investigating her options for removal of the essure devices. (B)(6) 2009: five coils were noted on the left tube and about 4 coils on the right tube. At the end of the procedure the instruments were removed from the vagina (B)(6) 2009: lysis of adhesions (B)(6) 2011: doctor is unable to remove the coils, and that it could only be done on the other side of the country. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: new events: vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, abdominal distension, vulvovaginal mycotic infection, depression, anxiety, vaginal discharge, weight fluctuation, uterine pain, arthralgia, back pain, abdominal pain lower, doctor is unable to remove the coils were added. Reporter, patient demographic information updated. On 27-feb-2018: medical record received: reporter added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concomitant products included clindamycin hydrochloride (cleocin), fluconazole and metronidazole for infection as well as oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal infection ("frequent vaginal infections"), menstrual disorder ("abnormal menstrual bleeding"), mood swings ("changes in mood/hormonal changes describe: mood swings"), dysgeusia ("metallic taste in mouth"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type:bloating"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type:vaginal yeast infection"), depression ("depression"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight fluctuations"), uterine pain ("uterine pain"), arthralgia ("hip pain"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain") and complication of device removal ("doctor is unable to remove the coils"). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, abdominal distension, vulvovaginal mycotic infection, depression, anxiety, vaginal discharge, weight fluctuation, uterine pain, arthralgia, abdominal pain lower, back pain and complication of device removal outcome was unknown and the vaginal infection, menstrual disorder, mood swings and dysgeusia had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, complication of device removal, depression, device breakage, dysgeusia, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, mood swings, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: plaintiff continues to seek medical attention for her symptoms. Plaintiff still suffers from the mentioned symptoms and was currently investigating her options for removal of the essure devices. (B)(6) 2009: five coils were noted on the left tube and about 4 coils on the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2009: confirming full occlusion of fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.